Manufacturer narrative:
Section e1: corrected data: email address: reporter's email address is (B)(6). Additional details received states that date of onset of symptoms is 11/10/2020 and new symptoms that onset were iritis, endophthalmitis, poor vision and pupillary membrane. There was no issue with the lens. No suture was used during initial surgery on (B)(6) 2020 or explant surgery on (B)(6) 2021. Prescription was given to the patient outside of the normal post-operative treatment after confirmation of endophthalmitis, additional drops of avelox and combigan were started and then switched to durezol, besivance, and atropine. Patient¿s condition significantly interfered with daily activities of life(like reading, driving etc.) . Patient has pre-existing medical condition of corneal ectasia/deformity of left eye. Patient has experienced loss of 2 or more lines of best spectacle corrected visual acuity (bscva). Also the device was returned for evaluation. Visual acuity pre-op (pre-initial implant): 20/25 visual acuity post-op (post-initial implant): 20/20 on 11/11/20, 11/15/20 hm (hand movement) to lp (light perception) visual acuity post-op (post-replacement):20/400 on 4/26/21 further information was received, therefore, the following fields have been updated: section a2: date of birth: (B)(6) 1961. Section b3: date of event: (B)(6) 2020. Section b7: other relevant history: corneal ectasia/deformity of left eye. Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 5/6/2021. Section h3: device evaluated by manufacturer: yes additional patient codes: section h6: health effect- impact code: 4644¿ medication required. Section h6: health effect- clinical code: 2122¿¿¿ iritis. Section h6: health effect- clinical code: 1835¿ endophthalmitis. Section h6: health effect- clinical code: 2138¿ poor vision. Section h6: health effect- clinical code: 4581¿ eye anatomy issue. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. A detached haptic was also observed but this can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 11/10/2020 and 3/30/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct600 model intraocular lens(iol) was explanted from patient's left eye due to patient complaining of black circles and halos. No medical/surgical interventions such as vitrectomy, incision enlargement or sutures were performed. The replacement lens used is a non johnson and johnson surgical vision lens. Patient was doing well at the time of discharge. No further information available.